Manufacturer narrative:
The reported event of couldn¿t sense p-waves was confirmed. As received, a complete lead was returned in one piece. Electrical testing found the inner coil shorted with connector ring inside the connector region caused by overtorquing the inner coil. The cause of the reported event was due to conductor shorting caused by overtorquing the inner coil consistent with procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant on (B)(6) 2019, the lead was checked prior to insertion into the patient. The lead was deployed in the right atrial appendage (raa) however the sense p-waves at that position was not able to be measured. The physician decided to use another lead. The second lead was implanted in the raa and the sense p-waves was measurable without any issue and the threshold was within expectation. The procedure was completed without any adverse health consequences to the patient.